Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found a partial lead, the connector portion, measuring 9.6 cm. External insulation abrasion was noted from 7.8 cm to 8.1 cm from the connector pin. The abrasion was consistent with friction against another implantable device.

Event description:
This report is to advise of an event observed during analysis.